Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The customer stated they were taking antibiotics during the time frame when the meter to laboratory comparison took place. Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." The customer had previously been pricking the same finger 3 times. Per product labeling: "if you need to redo a test, use a new lancet, a new test strip, and a different finger." Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to an unknown laboratory method. The meter result was 4.1 inr. The laboratory result from a venous sample half an hour later was 5.7 inr. The therapeutic range is 3-4 inr.